Event description:
I have saline breast implants, implanted in 1997. I have been sick for a while but now I feel like I am dying with so many adverse effects. I feel like my body is poisoned and/or my body is rejecting the implants now.

Event description:
Additional information received from reporter on 02/08/2019 for mw5075444. After my implants were implanted I became ill. I have at least 5 auto immune diseases, unable to work, on disability, debilitating muscle loss, gerd, sibo, migraines, thrush on tongue, hair loss and dried cut skin. Reference report number mw5075584.